Event description:
On april 25, 2026, nakanishi became aware of handpiece overheating through a complaint input into the complaint database by a distributor (nsk america). Details are as follows: - the event occurred on april 8, 2026. - the dentist was performing a crown preparation procedure on a patient using the z99l handpiece (serial no. (B)(6)). - during the procedure, the handpiece back-cap overheated abnormally, and the patient received a thermal burn injury to the inside of their cheek. - the dentist reported the following "I was finalizing my preparation of both #29 and #30, so at that time we took out the cheek retractor I had been using throughout the procedure so the patient could bite, and I could verify my occlusal reduction was adequate. After realizing I needed a minor amount of extra reduction, I tilted my handpiece to be parallel to the occlusal table to do the final adjustment, leading to the back of the handpiece (where I'd push to eject a bur) resting on the patient's cheek. During this last step, the patient abruptly raised her hand and indicated it was hot. I touched the back of the handpiece, and it was extremely hot and charred looking (blackened). At this point I saw a significant burn on the patient's cheek. I re-anesthetized the patient for comfort so we could scan the teeth and fabricated temps. I informed the patient of what happened." - the patient was prescribed pain medication and an oral rinse at the time of the incident. - the patient reported to the dentist that they were in so much pain after the local anesthesia wore off that they went to an urgent care facility and received a shot for the pain just so they could eat. - the pain medication prescribed by the dentist successfully reduced the pain for a few days but was reported to have caused other issues that led to them discontinuing to take it. - the patient is reported to have visited an urgent care facility again for pain management and evaluation of a "marble-like" hard mass in their cheek. The result of this evaluation is unknown at the time of this report.

Manufacturer narrative:
The dentist refused to provide information about the patient's weight. A follow-up report will be made as further information becomes available.